Event description:
It was reported that high, out of range, high voltage lead impedance was observed on the svc to can and rv-svc-can vectors. With gentle tapping, noise was seen on the svc vector. The svc coil was programmed off. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.